Manufacturer narrative:
A medical questionnaire was emailed to the consumer and request for completion and return of the documentation and the return of the offending devices. F/u with the consumer on 04/22/2015, the consumer states that she has not and probably will not complete and return the medical questionnaire and needles as she doesn't feel like it and it isn't her personality.

Event description:
(B)(4).